Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow rate issues, pads would fill but no flow then device keeps showing stopped but it was not and the start button is greyed out so could not start it. Tried a few times and used multiple pads. Per follow up information received via email on (B)(6) 2024, device has been sent into bd facility. Issue has not been resolved. The device was received in (B)(6), it is in the decontamination and examination queue. The device has not been repaired yet. The device was removed and replaced with their second device which completed therapy with no problem. No impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow rate issues, pads would fill but no flow then device keeps showing stopped but it was not and the start button is greyed out so could not start it. Tried a few times and used multiple pads. Per sample evaluation results on 10may2024, it was reported that the device failed the protective earth during est due to high resistance. Per follow up information received via email on 05feb2024, device has been sent into bd facility. Issue has not been resolved. The device was received in 01/02, it is in the decontamination and examination queue. The device has not been repaired yet. The device was removed and replaced with their second device which completed therapy with no problem. No impact to the patient.